Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom air in line alarms which were not reproduced. Air in line alarms were confirmed through review of the event history log. This condition was found to be caused by a failed upstream sensor with low fluid numbers. The failed upstream sensor was replaced. (Low readings); (increased sensitvity).

Event description:
It was reported that a spectrum pump experienced air in line alarms. Any patient involvement, injury or medical intervention is unknown.